Event description:
Connection issues were noted during the implant attempt of the subject pacemaker. After the connector of the ventricular lead was inserted in the port and the set-screw tightened , ventricular loss of capture and an increased threshold was observed. In order to disconnect the ventricular lead, the physician attempted to unscrew the ventricular setscrew. This time, however, the screwdriver could not be smoothly inserted into the setscrew cavity. The screwdriver was inserted into the ventricular setscrew cavity, the set-screw was successfully unscrewed and the ventricular lead was disconnected. The pacemaker was removed from the patient's body along with the ventricular and atrial leads.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
Connection issues were noted during the implant attempt of the subject pacemaker. After the connector of the ventricular lead was inserted in the port and the set-screw tightened , ventricular loss of capture and an increased threshold was observed. In order to disconnect the ventricular lead, the physician attempted to unscrew the ventricular setscrew. This time, however, the screwdriver could not be smoothly inserted into the setscrew cavity. The screwdriver was inserted into the ventricular setscrew cavity, the set-screw was successfully unscrewed and the ventricular lead was disconnected. The pacemaker was removed from the patient's body along with the ventricular and atrial leads.